Event description:
It was reported to philips that the device ECG is faulty.there was no patient involvement.

Manufacturer narrative:
Correct reporting institution phone # (B)(6). Correct reporter phone # (B)(6).

Event description:
It was reported to philips that the device ECG is faulty. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the xl+ kit-measurement mod-ECG,spo2&nbp, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.